Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the front panel alarm silence button did not respond to physical touch and pressing the alarm silence button resulted in the device rebooting a few seconds after pressing it. This was likely caused by poor connectivity between the front panel flex and j3 connector on the ui board. The components were reconnected and the cable was reseated and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the device keeps resetting itself. There was no patient impact or consequence as a result of the issue.